Event description:
Stryker endoscopic flosteady irrigation machine seemed to be malfunctioning. Machine catalog number 350-800-001. The machine pressure spiked and caused increased fluid in the right knee of the patient. Small amount of fluid accumulated in the knee tissue. No severe or permanent injury was caused, only some slight tissue edema. Manufacturer response (as per reporter) for irrigation/distention systems, arthroscopic, (brand not provided)a stryker rep pointed out that there could be some lag time from pushing the "surge' button on the remote to the unit. Not much time to affect it, but there is a new software update that he is looking in to getting. He also stated that when this was available stryker will up grade all of these units in the hospital